Event description:
During f/u on an unrelated event, the pt's wife reported that pt had expired at home while connected to cycler. The pt was a dnr recently admitted to hospice.

Manufacturer narrative:
This report is being submitted as part of a sys level review which will include an investigation of all potential fresenius prod being used at the time of the event. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting add'l relevant pt medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the pt's investigation.